Event description:
It was reported that patient' s device could not be interrogated. The physician suspects premature battery depletion. No surgical intervention has occurred to date. No additional or relevant information has been received to date.